Event description:
The co talked with the midwife, on 10/01/97. She described the events as follows. The patient had delivered two previous babies without any problems, very quickly. She figured this one would go easily. Then she noted that patient started having "ugly" bradycardia and was concerned about the "crashing fhr". A physician suggested that she placed an iupc. She placed the koala. She had no training on the koala. She noted that the bradycardia occurred "long before" she placed the iupc. When she place the koala, she noted blood coming out the amnio lumen. They left in the iupc along with fse. They got "poor contractions" with late decels. She thought the tip wasn't as blunt as intran. C-section showed placenta in pieces. She thought abruption occurred before iupc was placed.